Event description:
When asked "since your last refill, have you been hospitalized or had any changes in your medications, allergies, or medical conditions?" Per pt (exact pt quote including spelling) yes; stroke on (B)(6) 2023. No further info able to be obtained.